Event description:
A malfunction was reported with a code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.